Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy in (B)(6) 2020. The patient did not recharge the ipg for more than 5 months. In turn, the ipg became inoperable. The ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Corrected:b3 - date of event the patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.